Event description:
Information received by medtronic stated that the customer experienced hypoglycemia with a recorded blood glucose value of 52 mg/dl. The customer used to manually injection. It was also reported that customer had both low blood glucose and high blood glucose. Troubleshooting was performed and found the customer has been using the insulin pump system within 48 hours of the reported event. Current blood glucose value was 133 mg/dl. The auto mode feature was active at the time of the event. No further patient complications were reported. The customer will continue to use the device and will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.08820 inches. No over or under delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. Confirmed 55.225 units of normal bolus was delivered on (B)(6) 2024 between 04:24:55.000 and 18:24:05.000. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay and cracked keypad overlay. The p-cap/reservoir does lock properly. Pump passed functional testing and no over or under delivery anomalies noted during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.